Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge cracked while the surgeon was implanting the lens. The surgeon removed the lens from the patient's eye with scissors and another iol was implanted using lens folding forceps. Additional information has been requested.